Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is use error/misuse autoclaving. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module device had fluid ingress, unintended activation/motion, would not charge, had foreign substance/debris/cleaning/sterilization and a component damage. It was further observed that the device ran in locked position and the service light-emitting diode (led) displayed a warning light indicator error. It was further determined that the device failed pretest for check liquid indicator, saw test, function test, check in off/lock mode with handpiece, check for unintended motion with handpiece, check device interaction power module to handpiece and lid, charging and checking of power module in charger ubc ii, information button and self-test, check for externally cleanness and foils of liquid damage and general condition and lever function. It was noted in the service order that during pre-surgery, it was discovered that the device was not working properly. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.